Manufacturer narrative:
The customer replaced the power switch overlay to resolve the reported issue. The device passed required performance verification tests per philips¿s standards.

Manufacturer narrative:
The customer reported there was no patient involvement at the time the issue was discovered.

Event description:
The customer called into technical support (ts) reporting that the device displays alarm led failed message. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the customer to replace the power switch overlay.